Event description:
Customer called to report that the insulin pump experienced a time clock anomaly. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored in 8 days and no time loss anomaly noted. The insulin pump passed the self test. No cosmetic damage noted.